Manufacturer narrative:
A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Case #00793764 - error 132.3000 on pcu8015 comm board- failed tamper switch case #: (B)(4) case subject: npi 8015 error 132.3000 account name: (B)(6) medical center account #: 10036188 asset name: 8015ls v9.12.40 pcu dom a/b/g asset location: contact: (B)(6) contact email: (B)(6) contact phone: (B)(6) contact mobile: patient or user involvement: no patient or user harm: no case description: mahmood had error 132.3000 on pcu8015 sn (B)(4) failure device type: alaris system instrument failure problem type: 8015 failure mode: troubleshooting/ error codes case resolution: I recommended mahmood to replace tamper switch (it was broken). Assisted with part number. (B)(6) will replace tamper switch.